Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure, stent damage was observed. The lesion being treated and the description of the lesion is unknown. Percutaneous coronary intervention (pci) procedure was performed. At preparation, the physician set up as usual and stent damage was observed (it was noted that the stent got flared). The physician completed the procedure with another of the same device. There were no patient injuries or complications reported. The patient was reported to be in "good" condition.